Event description:
Patient underwent a generator replacement. The explanted generator has not been received by product analysis to date.

Manufacturer narrative:
H6 evaluation codes, corrected data: initial report inadvertently listed wrong methods code.

Event description:
Patient's device was interrogated and found to have been disabled. The patient's physician indicated that the last time the patient's device was checked, all output current were >0ma and no changes were made. In between the appointments the patient has not been seen by another physician who checked their vns, has not had any surgical procedure or has had any MRI scans done. The physician decided to re-enable the patient's device and referred the patient for a prophylactic battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.